Event description:
Healthcare professional reports 6 fiber leaks noted by blood in the dialysate compartment during the onset of the pt treatment. These incidents occurred between 10/20/1999 and 11/26/1999. New disposables used to continue the treatments without incident. Estimated blood loss = 150cc. The dialyzers were reused 7, 20, 12, 13, 16 and 22 times prior to the reported event. Hcp reports no pt injury or medical intervention.